Event description:
The customer reported that their unicel dxh 800 coulter cellular analysis system was generating intermittent flow cell vote out (no results generated) and excessive "r" flags on differential and nucleated red blood cell (nrbc) results. The unicel dxh 800 coulter cellular analysis system generates "r" flags to alert the operator to review the results. A beckman coulter (bec) field service engineer (fse) was dispatched to the customer site and confirmed that the upper median angle light scatter (umal) and lower median angle light scatter (lmal) offsets were high, averaging at 0.30 volt. There were no erroneous results, or change to patients' treatment in connection with this event.

Manufacturer narrative:
The fse determined that the issues were caused by malfunctioned flow cell. The issues were resolved by the replacement of the flow cell. The fse performed optical alignment, multi-transducer module gain and phase calibration as part of the flow cell replacement process. (B)(4).